Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit's front panel indicators did not light up, and an alarm sound was generated when the device was turned on. The issue was found during preparation for a therapeutic fibroid removal procedure that was completed using a similar device. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of front panel indicators did not light up, and an alarm sound was generated when the device was turned on was not confirmed. Additionally, digital number on the front panel is not displayed completely was found during device evaluation. Based on the results of the investigation, the presumable cause for the event screen turns off, and alarm goes off could not be presumed whereas it is presumed that the event digital number on the front panel is not displayed completely occurred due to faulty light emitting diode (led). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.